Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message (unknown error code) on the patient side when it was turned on. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. Functional tests were carried out and found no fault. However, vacuum container was found full of water. Subsequent further functional verification testing was completed without issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.11:a device service history review has been performed and identified that the unit was manufactured in 2023 and no other similar event has been reported, neither concerning trend has been identified. Taking into account all the above information and the review of service manual for heater cooler error codes, the most likely root cause may be one of the following: e19 or e23 was displayed: these are normal codes as there is still air present in the tubing system during priming when the system is turned on; the error codes will be resolved as soon as priming is completed. An temporary/intermittent internal electrical failure as a false contact or bad connections occurred, maybe related to high moisture in the device caused by a not emptied aerosol collection set, which was definitively fixed by service technician throughout the equipment check. No specific action was currently deemed necessary, livanova maintains and documents periodic customer events monitoring process in order to evaluate actions for products improvement.